Event description:
It was reported that during a follow up in clinic, inadequate capture and intermittent sensing were noted on the right atrial (ra) lead due to lead dislodgment. Diagnostic imaging was performed and dislodgement of the ra lead was confirmed. The device was temporarily reprogrammed. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.